Event description:
On (B)(6) 2011, pt reported that her blood glucose decreased to 30 mg/dl 3 weeks ago and her husband had to call an ambulance. Her normal blood glucose is 80 - 120 mg/dl, and she had been very ill and unable to eat that day due to the flu. Pt reported she took a lot of medication for her sore throat and an antihistamine before going to bed. Her blood glucose was 188 mg/dl at 9 pm, and she ate 1/2 a peanut butter sandwich and drank 6 oz of milk. At 11:30 pm, her husband was unable to wake her and he called an ambulance. Blood glucose registered 30 mg/dl when the paramedics arrived, and she was treated with a glucose IV. Pt then ate "something" and refused to be transported to the hosp. Pt reported she normally would have felt hypoglycemic but believes the medication she took put her "into a very deep sleep." Her blood glucose was 240 mg/dl the next morning and then returned to her normal range. No alerts or errors were received on the infusion device, and pt does not believe the infusion device sys caused the event. No products will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.